Event description:
It was reported that the balloon ruptured: a10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 12 atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient condition was good after the procedure. It was further reported that the physician did not notice any blade detachment, and no restriction occurred during the procedure as device analysis confirmed that a section of the cutting blades was missing.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, liquid was observed to be leaking from a pinhole approximately 2 mm proximal of the proximal edge of the distal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the hypotube shaft was completed. Multiple kinks were noted on the hypotube shaft, the most obvious kink was detected approximately 557mm from the strain relief. No damage or any issues were noted with the hypotube shaft that could have contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and tactile examination of the balloon cutting blades were completed. Approximately 2mm of one of the cutting blades is detached from the balloon surface and is missing at the distal end, the remaining section of the blade was undamaged and fully bonded to the balloon material. The complete pad of the blade remained fully bonded to the balloon material. The other two blades were intact and fully bonded to the balloon surface. No other damage was noted with the blades that could have contributed to the complaint incident. No other issues were noted during analysis.

Event description:
It was reported that the balloon ruptured: a10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured at 12 atm. The device was simply removed from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient condition was good after the procedure.